Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted approximately 18 months, was initially difficult to interrogate and exhibited an error code. After multiple attempts, it was interrogated successfully and found to have a battery status beyond eri. The patient is pacer-dependent, and the device was still delivering brady therapy.